Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the rep called from the operating room during an implant case to report their tablet lost connection with the clinician communicator. Caller said they had the communicator plugged in and when it could not find the device, they had to exit the workflow. They tried to reconnect, but the tablet "got stuck" downloading trying to find the configured device. Caller said the surgeon requested to use another battery. Caller confirmed wireless recharger was powered off and that they did not have any of their equipment on a metal surface. Caller retrieved the new battery, confirmed device serial number on the screen, but it got stuck again searching for device. Agent suggested caller exit all apps, open the pds app, then close it. Agent suggested caller then reboot the communicator. This was done, but caller was still getting stuck. Caller said they were trying to access a configured device. Agent suggested accessing new inceptive. Caller did this and was able to connect successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 977119 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.